Event description:
Customer reports to have moisture under display screen. Customer's blood glucose was over 600 mg/dl, which was treated with insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer was not feeling well enough to troubleshoot high blood glucose. No further info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).